Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000518, serial/lot #: (B)(4). A representative went out to the site to preform a system check out. It was noted that the system preformed as intended and there were no parts replaced. Software logs were returned and are under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that when the logs were checked, it was found that the warning message "x-ray detector is off; they suspended the frame grabber and x-ray detector. The likely cause was determined that since the connection was performed after the image acquisition system (ias) and mobile viewing station (mvs) were started.

Manufacturer narrative:
Software analysis completed and it was determined that this is not a software issue. Log analysis for may 8 found that the issue is due to hardware. There were logged starter board errors and starter board low critical power errors 30 minutes after the detector and x-ray errors. Log analysis for may 12 logs did not have starter board errors but confirms the detector and x-ray errors found. Suspect this is a intermittent hardware issue as the starter board errors were not found in may 12. There is no indication this event is software related. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2:continuation of d11: product ID: was updated from bi71000518 to bi50001010 section g was updated accordingly for changed information h3: software was analyzed and it was noted that they were unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. The log investigation found the system was overdue for calibration but otherwise did not record potential root-cause of the reported system behavior. Suspect the software detected a system issue and prevented image acquisition to mitigate potential harm associated with exposing the patient when the end result may lead to an unusable image. This case may be re-opened if additional information is received. H6 previously coded 10 and 4315 are still applicable as well as 213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.